Manufacturer narrative:
Device received, analysis in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information, device returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) who reported that there were high impedances during the implant procedure. Appropriate motor response was observed when the lead was tested. The healthcare provider (hcp) then indicated that the lead did not seem to be advancing into the battery header and the screw was "acting funny." The lead was removed and cleaned between each test, but ultimately a new ins was used and the issue was resolved. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
Product analysis #(B)(4) :analysis information (B)(4) 2018 cst pli# 10 product ID# (B)(4) below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis results.